Event description:
It was reported that the customer had high blood glucose levels of 386 mg/dl. It was reported that the customer has been having high blood glucose levels for the past week. The mother of the customer reported taking the customer off the insulin pump in the meantime while they figure out what is wrong with the insulin pump. The mother of the customer reported that the insulin pump has not alarmed them to any no delivery alarm. The mother of the customer also reported that the insulin pump has been beeping a lot and at random times too. Troubleshooting was not done because the mother of the customer did not have the insulin pump at the time. The mother of the customer was advised to call back once they are ready to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).